Event description:
It was reported the patient expired 6 days post implant. Urinary retention, repertory failure, and cardiac arrest were reported. The medication being delivered via the device system was not reported. The cause of death was unk. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).